Event description:
It was reported that the zimmer air dermatome stages were uneven. During device analysis, it was determined that the master blade was not flush with the control bar, potentially resulting in an uneven cut if the device had been used. No clarification of the reported issue was received from the customer at the time of this report and there was no report of patient injury or graft damage.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.